Event description:
The customer called maquet for service on their light system that was installed in august 2014 in or#12, claiming that a part fell from the main arm. He stated that the installation was done incorrectly as there were some screws missing from certain locations. There was no patient involvement, and no injuries reported. (B)(4).

Manufacturer narrative:
During the service visit, a maquet field service technician (fst) found a missing cover on the third party spring arm attached to a mavig x-ray protective shield which is combined with the maquet light. The mavig spring arm is mounted on the ceiling near an outside wall. The customer reported that the plastic cover fell off after someone may have knocked it off. As a precaution, the maquet fst preformed a preventive maintenance on the maquet light system, an no malfunction or non conformance were found. Maquet (B)(4) is reporting this issue as it is uncertain if the customer will be submitting a medwatch report for this event. (B)(4).